Manufacturer narrative:
The reported slda event does not allege a malfunction that could be related to an edwards manufacturing deficiency, and one was not able to be confirmed through investigation. The presence of an slda as described in the complaint event was confirmed through the clinical specialist's report. Potential contributing factors to the sldas are unable to be determined due to lack of procedural imaging. In addition, a DHR review was completed and no nonconformances related to the complaint event were identified.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position where two devices were implanted. A late slda of second as device occurred. Patient started with severe tricuspid regurgitation. Bicaval prosthesis was implanted afterwards. The perceived root cause of the event was annular dilatation. The grade of regurgitation at baseline was 4+ and after the procedure 2+. Grade of regurgitation with the slda was massive.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint#: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. H3 other text : implanted.